Event description:
Information was received indicating that a smiths medical pump was having under delivery issues. They were having to re-prime the line after first use and cannot use tubing after 6 hours. There were no reported adverse events.